Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/09/2015 with the following findings: moisture corrosion was observed behind the display lens. During testing, the pump powered on to the ¿verify¿ screen with a fully illuminated and legible display; no cloudiness observed. The battery compartment was found to be cracked on the side, extending from the case seal towards the threads. No moisture was found in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture corrosion was found throughout the inside of the pump. Unable to duplicate ¿cloudy¿ display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.